Event description:
New information received notes that the setting of vvi 30 was programmed only for the procedure. The patient went into cardiac arrest after the atrial port was separated from the device and before the ventricular port was separated.

Event description:
It was reported that a patient presented with loss of capture noted on the pacemaker and right ventricular lead leading to cardiac arrest. Emergency pacing was performed. The device was explanted and replaced on (B)(6) 2025. The lead remained in use with the new device. No further adverse patient consequences were reported.